Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the surgeon never could get blower mister, 5-pack adjusted even with the low pressure bag. Then the roller fell apart of the clamp.